Manufacturer narrative:
Internal file number - (B)(4). Correction: device not returned. The device was not returned for evaluation. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and / or lead to vessel trauma, which may necessitate intervention and / or surgical removal of the device and vessel repair. Factors that may contribute to a foot retraction issue include, but not limited to, tissue/suture caught in foot or posterior cuff partly deployed in foot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Returned, unused, sterile proglide devices were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The 3 additional proglide devices referenced are filed under separate medwatch reports. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both common femoral arteries was completed with four proglide devices, two at the right common femoral artery and two at the left common femoral artery, using the pre-close technique, via 6f sheaths prior to an endovascular aneurysm repair (evar) procedure. The lever had been returned to the original position to close the proglide foot. Reportedly, after the sutures had been successfully preplaced, the foot would not retract properly with all four proglide devices. The proglide devices were pulled out and caused a large hole in the arteries. The sheaths were upsized to 14f in the left common femoral artery and 20f in the right common femoral artery and the evar procedure was completed. Surgical suturing was used the achieve hemostasis at the right common femoral artery. Hemostasis was achieved with the successfully preplaced proglide sutures at the left common femoral artery. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.